Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call transfer that the insulin pump was stuck on the rewind and prime step. The customer stated that the insulin pump also alarmed unexpected restart and had to reset the basal rates thereafter. The customer's blood glucose was 140 mg/dl. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer noted that the insulin pump had not been used for two or three days leading up to the alarm. The customer also reported that the insulin pump had signal too low and spanish software anomaly alarms in the alarm history. The customer cleared the alarms, adjusted and reset the basal rates, and successfully programmed a manual bolus during troubleshooting. The insulin pump passed the self test during troubleshooting, as well. The customer advised that the insulin pump would be monitored.